Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on 29 april 2011 and definite erosion was confirmed.

Manufacturer narrative:
Aga medical could not evaluate the asos involved in this incident since they were not returned to us. During manufacturing, these devices underwent a series of inspections and tests to confirm proper function, including verification of device sizing. A review of manufacturing documentation confirmed these devices successfully completed these tests. Review of the medical records and images by aga's medical consultant resulted in the following findings: an (B)(6) female was found to have a medium sized asd and fenestrated defects in the septum primum. After a thorough evaluation of the atrial septum, a 20mm and a 7mm asos were placed. Initially the larger 20mm aso was placed but it bowed the septum and hence the aso was removed. The smaller defect (2nd largest defect) was closed with a 7mm aso followed again by the 20mm aso. The devices were over-sized so as to cover the additional fenestrations. The patient did well post procedure. Tees were performed at one and three months. The profile of the 7mm aso changed over time and it was noted that the device was in direct contact with the aorta but without impingement. After about five and half months she presented with impending tamponade. She was taken to the operating room where the asos were removed. Echocardiographic loops of tee, tte and fluoroscopic images were provided. The tee revealed the following pertinent findings: good av valve, superior, ivc, svc and posterior rims. Aortic rim was absent in some views. Aneurysmal atrial septum (primum), multi-fenestrated. High secundum asd but with adequate superior rim. Images with two inter-digitating asos are seen. At 31 degrees, the larger aso digs into the atrial free wall (adjacent to the aorta) and impinges upon the aorta without distorting the aorta. There was trace aortic insufficiency seen but it was most likely present before the procedure. The tte performed the next day revealed two asos in acceptable locations with the larger aso almost impinging on the aorta. The tte one month later revealed findings similar to post procedure echocardiogram. The device dug into the aorta as described above. At three months follow up, tee was performed and showed that the 20mm aso profile was flat, which happens over time in all devices; the edges of the aso were significantly impinging upon the free atrial wall adjacent to the aorta. There was separation between the aorta and the atrial free wall (transverse sinus). This was most likely because of over all decrease in the atrial size or perhaps a slight increase in pericardial fluid. A residual asd was clearly seen. The two asos were perpendicular to each other which is not unusual. The last echocardiogram provided was after pericardial tamponade. The operating room image showed that there was a linear laceration on the aortic root at the site of the non-coronary cusp. According to aga's medical consultant, the hemodynamic compromise occurred due to the following: device over-sizing to cover other fenestrated defects. This was the most important reason that caused the hemodynamic compromise in this patient. High risk asd with absent aortic rim in some views. The second aso may have prevented the aso from reconfiguration as time went on. The tee at three months showed the 20mm aso edges protruding through the atrial free wall. This image may not cause any alarm to the physician reviewing the echo of a completely normal patient though.

Event description:
To summarize this event, in (B)(6) 2009, transesophageal echocardiogram (tee) was performed to determine if percutaneous closure of an atrial septal defect (asd) was possible. The defect measured 14.6 x 14.1mm and a thin septum primum and the existence of a minor defect measuring 5.6 x 3.1mm was confirmed. On (B)(6) 2009, percutaneous closure of the asd was performed using a 20mm and a 7mm amplatzer® septal occluder (aso). On tee before implant, the main defect measured 13.6 x 10.0mm. The septum on the bottom side of the main defect was a septum primum varicoid with at the very least three minor defects confirmed. The diameter of the main defect was 16.4-16.9mm upon balloon sizing. The 20mm aso was attempted to simultaneously close both the main defect and the minor defect. Upon deployment, the underside of the septum primum caught on the aso and the shunt from the minor defect became larger, so two devices were used. After deploying the 7mm aso in the largest of the minor defects, the 20mm aso was deployed in the main defect. There was no room on the aorta-side. The underside of the septum on the posterior inferior was floppy, and because there was no stability, sandwiched the 20mm aso and the 7mm aso near the aortic root. After detachment, the two asos were overlapping, and confirmed to be securely in place. At this time, there was contact with the aortic root, but there was no pressure being exerted. Likewise, the following day on tee, the 20mm aso was in contact with the aortic root, but there was no pressure being exerted. The patient was discharged after two days. A tee conducted at a one-month follow up in (B)(6) 2010 showed that the two asos were no longer overlapping, and a small shunt was observed between the two asos, and between the 20mm aso and the aortic root. The 20mm aso was positioned correctly, but the 7mm aso was nearly perpendicular to the septum, and had moved to a position where its left atrial (la) disc was touching the face of the 20mm aso. It was in contact with aortic root, but no pressure could be confirmed. A tee conducted at a three-month follow up in (B)(6) 2010 confirmed the 20mm asos la disc to be in contact with the aortic root, but as no pressure was observed, it was deemed unnecessary to take any particular action. On (B)(6) 2010, the patient suddenly complained of breathing difficulties, and was transported to an emergency outpatient facility. Via tee, a build up of pericardial fluid and pericardial tamponade was observed, and the patient was moved to the intensive care unit. The patient's vital signs returned to baseline after the pericardial drainage. The patient underwent surgical intervention to have the asos removed. The patient was discharged from the hospital after surgery.